Event description:
It was reported that during surgery, the surgeon felt the implant opened for use was not the size indicated. He believed it was a size small component, not a size extra-small.

Manufacturer narrative:
This report will be amended when our investigation is complete.